Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that his blood glucose level was over 400 mg/dl. The infusion set failed and cause his blood glucose level to go up. His blood glucose level was corrected with an insulin shot and an infusion set change. The device was not returned.